Event description:
A user facility reported they noticed the serial number label was partially detached from the lma connector during pt use. The label was removed and the procedure continued without any pt injury or problem. The device has been returned to lma north america and will be forwarded to the MFR for eval.